Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. Customer's high blood glucose was running over 600 mg/dl and current blood glucose 249 mg/dl. Customer declined to troubleshoot for low and high readings. Customer stated states when putting on new transmitter that it didn't work. The insulin pump will not be returned for analysis.